Event description:
Mother reported that the customer was actively bleeding at the time of the call due to the customer hitting a vein when inserting. It was also noted that the customer had high blood glucose readings of 497 mg/dl. Customer reported symptoms of nausea and shaking. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.